Event description:
On 9/11/96 a 66 yr old pt underwent a vaportrode procedure which resulted in a "bladder perforation". The physician was using an electrode manufactured by another co. The physician stated he heard a "pop" and the bladder rutpured. Surgical repair of the bladder was necessary.